Event description:
The customer reported that there was no flow coming out of the turbine and the fan was noisy on a pb540 ventilator. The customer support engineer (cse) verified the malfunction. The cse replaced the turbine assembly, turbine control pcb, fan assay, update power management software. The unit passed performance verification testing.